Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, lead, implanted: (B)(6) 2008; 511212, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had collected non-sustained tachycardia and high rate non-sustained tachycardia episodes all on the same day at the same time. The episode electrogram showed sensing on both the atrial and ventricular electrograms consistent with 60 hz noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.